Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A filament issue was reported with use of the abbott diabetes care (adc) device as the "the needle remained sticking out". The customer had contact with a healthcare professional, who pulled the applicator out. There was no report of death or permanent injury associated with this event.